Event description:
It was reported that after the device was used for a low anterior resection procedure, the anus was bleeding. About 600-700cc of blood was lost; bleeding was controlled with a hemostasis machine. 400ml of blood was transfused. The pt is fine now.